Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing leg weakness and trouble moving her legs. Patient was taken to the emergency room to be evaluated on (B)(6) 2018. A CT scan was taken to evaluate and no hematoma was noted. The patient was treated with IV steroids and is doing well. The issue of leg weakness has resolved.